Event description:
It was reported that in the index procedure (B)(6) 2011 of the proximal circumflex artery the subject received a promus rx stent. Reportedly, post index procedure the subject had persistent symptoms of exertional dyspnea and fatigue. The subject underwent lexiscan (B)(6) 2011 and had noted large area ischemia of the inferior and lateral wall. On (B)(6) 2011 the subject had revascularization of the target lesion and a 3.0 x 16 mm non-abbott stent was used for treatment. The subject was discharged the same day and continued on asa 325 mg and plavix. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There were no reported product deficiencies. The reported patient effects of dyspnea and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the initial medwatch report submitted, additional information was received stating that the revascularization was related to restenosis of the stent in the left circumflex artery. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).